Event description:
This MDR is associated to MDR # 9610579-2009-00046, which revealed absence of a metallic spring on an implantable unit at the time the device was released. Therefore, a retrospective analysis of x-rays taken at the end of the manufacturing cycle was initiated, which revealed that one another device was released with a missing metallic spring in the atrial channel: symphony dr (B)(4) which is involved in this MDR. However, it should be noted that no adverse event had been reported, as a result of the absence of this component; in addition, because the missing metallic spring is the atrial one, there is no safety issue. This metallic spring is used to ensure the contact between a proximal terminal of the pacemaker or ICD and a proximal ring of an is-1 pacing lead. This device symphony dr (B)(4) was distributed outside the u.s.a. Absence of the metallic spring was not found during the retrospective analysis of any device distributed in the u.s.

Manufacturer narrative:
(B)(4). Review of manufacturing records. In response to the warning letters that the united states FDA issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) committed to retain a third party expert to assess the company's compliance with the qsr and MDR regulations; during this third party assessment, it was discovered that this malfunction was not reported as a medical device report; therefore, it is being submitted at this time.